Event description:
The customer reported a leak when using the coulter lh 780 hematology analyzer. The molded tubing attached to the differential mixing chamber on the analyzer sprayed less than 1 ml of blood and differential reagent. The leak was contained within the analyzer. There were instrument generated error messages for "aperture voltage lower failure" at the time of the leak. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing a lab coat and gloves at the time of the incident. There was no report of biohazard exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and replaced tubing for the waste on the diff mixing chamber (vc19). Replacement of the worn tubing resolved the leak. (B)(4).